Event description:
During verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.